Event description:
It was reported that the drive coupler broke on an unknown date. It is unknown if this occurred during a procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion.: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was returned because of a broken drive coupler which was not verified. The cpc connector was missing and there was a loose part inside unit.